Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (10 mg/ml) at 2.240 mg/day and clonidine (100 mcg/ml) at 22.40 mcg/day via an implantable pump in simple continuous mode; patient assisted (pa) doses were enabled. Lot numbers of medications in the pump were unable to be obtained. Indications for use included intractable non-malignant pain and unsuccessful disc surgery. Concomitant medications and pertinent medical history were unable to be obtained. On the morning of (B)(6) 2015, during a refill procedure, the pump was interrogated and the logs revealed a motor stall on (B)(6) 2015 at 17:22, motor stall recovery on (B)(6) 2015 at 07:54, another motor stall on (B)(6) 2015 at 11:50, and stopped pump period may exceed tube set on (B)(6) 2015 at 11:50; the motor stall had not cleared. The patient denied that any recent magnetic resonance imaging (MRI) had taken place, but a computed tomography (CT) of the left wrist had been performed early in the day approximately 1 week prior. Additionally, it was noted that the patient did not live by high electrical towers or have any personal electronics would have been resting or held for long periods of time on their abdomen. No patient symptoms were reported. The patient was new to the hcp's practice; it was the second time they had seen the patient. The pump was changed to a minimum dose per day, the patient was placed on oral pain medications, and the patient was referred back to the implanting physician. As of (B)(6) 2015, the pump remained implanted, the issue was not resolved, and the patient's status was "alive - no injury." Surgical intervention was planned, but it was unknown if it had been scheduled. On (B)(6) 2015, the pump was returned for analysis; the date of explant was not provided. Additional information regarding the cause of the motor stalls was requested, but had not yet been provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found shaft wear on gear 2. Conclusion was updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.